Manufacturer narrative:
The investigation was completed on 22-jul-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000258 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-aug-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The device evaluation was completed on 30-aug-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The diaphragm at end of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was defective. A few milliliters of blood leaked out when exchanging the octaray catheter and the smarttouch sf catheter. The physician reported that while the octaray catheter was inside the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, he inserted contrast medium with some pressure which may have caused the diaphragm to get damaged. He asked to add a warning on the documentation if this is what caused the diaphragm to break. The procedure was not delayed due to the reported event. It was unknown if the procedure was successfully completed. There was no patient consequence reported. Additional information was received. The hemostatic valve section was where the issue was observed. Leakage was observed. The hemostatic valve did not dislodge inside nor outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. Confirmed no patient consequence. Did not require treatment. Approximately a few ml (not much) volume of blood was lost. Heartspan needle was used. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not used for transseptal puncture. Transseptal puncture was performed with a swartz sl0 and sheath were exchanged after. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).